Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 10 months after insertion of essure, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Diagnostic results: on (B)(6) 2010 : hysterosalpingogram : satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: (constant /severe pelvic pain/ pelvic pain has worsened)"), uterine haemorrhage ("abnormal uterine bleeding"), extragonadal primary malignant teratoma ("tumor / teratoma / cancer type: cervical"), haemorrhagic anaemia ("blood or heart disorder/condition type: anemia"), kidney infection ("kidney infections") and nephrolithiasis ("kidney stones") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2009), miscarriage in 2001, c-section in 2003, premature delivery and jaundice. Previously administered products included for prevent pregnancy: depo provera and ortho tri -cyclen; for an unreported indication: blood transfusion. Past adverse reactions to the above products included pregnancy with depo provera and ortho tri -cyclen. Concurrent conditions included body mass index normal, anesthesia, genital labial abscess, genital bleeding, uterine fibroid, vulvovaginal human papilloma virus infection, uterine enlargement and allergic reaction to analgesics (nausea and vomiting). Family history included diabetes (father), blood pressure high (father, mother), gastrointestinal disorder nos (mother), asthma (sons) and bronchitis (sons). Concomitant products included cyclobenzaprine since (B)(6) 2017 for back muscle spasms, medroxyprogesterone (depo provera) for birth control and bleeding genital, cilest (sprintec) for genital bleeding, aciclovir (acyclovir [aciclovir]) since (B)(6) 2014 for genital herpes as well as colecalciferol (vitamin d) since 2016, contraceptives nos since 2009, folic acid since 2002, ibuprofen, iron since 2017, paracetamol (acetaminophen) since 2017, paracetamol (tylenol), ranitidine and salbutamol (albuterol). In 2009, 7 years 10 months after insertion and 1 day after removal of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("(constant/severe right lower quadrant abdominal pain)") and back pain ("back pain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced ovarian cyst ("cyst on ovary"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) uti"), cystitis ("infection (bladder/urinary tract/vaginal) bladder") and vaginal infection ("infection (bladder/urinary tract/vaginal) vaginal") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), extragonadal primary malignant teratoma (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ prevented sexual intercourse"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive, system condition type: gerd"), constipation ("constipation") and complication of device insertion ("you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, cystitis and vaginal infection had resolved, the uterine haemorrhage, extragonadal primary malignant teratoma, kidney infection, nephrolithiasis, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dyspareunia, abdominal pain lower, back pain, gastrooesophageal reflux disease, constipation, complication of device insertion and ovarian cyst outcome was unknown, the haemorrhagic anaemia had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, back pain, complication of device insertion, constipation, cystitis, dyspareunia, extragonadal primary malignant teratoma, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, haemorrhagic anaemia, kidney infection, menorrhagia, nausea, nephrolithiasis, ovarian cyst, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 104 lbs. She did not allege that essure caused birth defects. Mr- essure is deployed and nine coils are seen in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. On (B)(6) 2010 : hysterosalpingogram : satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2010 : hysterosalpingogram : bilateral tubal ligation with no leakage of contrast through the fallopian tubes during hysterosalpingography. (B)(6) 2017 : CT - abdomen and pelvis : findings: medullary pyramids suggesting nephrocalcinosis without obstructing renal calculi. Both ureters are decompressed. Previous essure procedure with bilateral microtubal implants in the pelvis. Impression: increased density bilateral renal medullary pyramids re-demonstrated suggesting nephrocaicinosis. (B)(6) 2017 : ultrasound pelvis : impression: small nabothian cysts. Small complex cyst left ovary measuring 2.1 cm. (B)(6) 2017 : surgical pathology report : diagnosis: uterus with cervix, bilateral fallopian tulles and bilateral essure device, hysterectomy: ¿ adenomyosis. ¿ late secretory-type endometrium without hyperplasia. ¿ nabothian cyst and minimal patchy chronic cervicitis. ¿ bilateral fallopian tubes with small paratubal cysts. ¿ medical device essure coils in place in fallopian tubes (gross only diagnosis). ¿ negative for malignancy. Clinical information: pain, bleeding fibroids gross description: labeled ¿cervix, uterus, bilateral fallopian tubes, bilateral essure device is a 137 gram, 9.5 x 6.5 x 3.5 cm uterus with attached bilateral fallopian tubes. The right and left pink purple, fimbriated fallopian tubes are 6.6 x 0.7 cm and 8.2 x 0.6 cm, respectively a 0.5 cm thin walled, serous, fluid filled cyst is at tile fimbriated ends of the right tube and two thin walled. Serous, fluid-filled cysts are at the fimbriated end of the left tube (0.3 and 0.5 cm.) A 2.2 x 0.2 cm segment of essure coil is in the right fallopian tube lumen, extending to the right cornu. A 2.2 x 0.1 cm essure coil is in the proximal end of the left fallopian lube and extends to the left cornu. Over the years continued to get pelvic ultrasounds and exams nothing was found except the coils. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming menorrhagia,fatigue, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: kidney infection, kidney stones. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from social media received. Reporter's information was updated. Events added: kidney infections and kidney stones. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: (constant /severe pelvic pain/ pelvic pain has worsened)"), uterine haemorrhage ("abnormal uterine bleeding"), extragonadal primary malignant teratoma ("tumor / teratoma / cancer type: cervical") and haemorrhagic anaemia ("blood or heart disorder/condition type: anemia") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2008,(B)(6) 2009), miscarriage in 2001, c-section in 2003, premature delivery and jaundice. Previously administered products included for prevent pregnancy: depo provera and ortho tri -cyclen; for an unreported indication: blood transfusion. Past adverse reactions to the above products included pregnancy with depo provera and ortho tri -cyclen. Concurrent conditions included body mass index normal, anesthesia, genital labial abscess, genital bleeding, uterine fibroid, vulvovaginal human papilloma virus infection, uterine enlargement and allergic reaction to analgesics (nausea and vomiting). Family history included diabetes (father), blood pressure high (father, mother), gastrointestinal disorder nos (mother), asthma (sons) and bronchitis (sons). Concomitant products included cyclobenzaprine since (B)(6) 2017 for back muscle spasms, medroxyprogesterone (depo provera) for birth control and bleeding genital, cilest (sprintec) for genital bleeding, aciclovir (acyclovir [aciclovir]) since (B)(6) 2014 for genital herpes as well as colecalciferol (vitamin d) since 2016, contraceptives nos since 2009, folic acid since 2002, ibuprofen, iron since 2017, paracetamol (acetaminophen) since 2017, paracetamol (tylenol), ranitidine and salbutamol (albuterol). In 2009, 7 years 10 months after insertion and 1 day after removal of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("(constant/severe right lower quadrant abdominal pain)") and back pain ("back pain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced ovarian cyst ("cyst on ovary"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) uti"), cystitis ("infection (bladder/urinary tract/vaginal) bladder") and vaginal infection ("infection (bladder/urinary tract/vaginal) vaginal") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), extragonadal primary malignant teratoma (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ prevented sexual intercourse"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive, system condition type: gerd"), constipation ("constipation") and complication of device insertion ("you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, cystitis and vaginal infection had resolved, the uterine haemorrhage, extragonadal primary malignant teratoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dyspareunia, abdominal pain lower, back pain, gastrooesophageal reflux disease, constipation, complication of device insertion and ovarian cyst outcome was unknown, the haemorrhagic anaemia had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, back pain, complication of device insertion, constipation, cystitis, dyspareunia, extragonadal primary malignant teratoma, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, haemorrhagic anaemia, menorrhagia, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 104 lbs. She did not allege that essure caused birth defects. Mr- essure is deployed and nine coils are seen in the cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. On (B)(6) 2010 : hysterosalpingogram : satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2010 : hysterosalpingogram : bilateral tubal ligation with no leakage of contrast through the fallopian tubes during hysterosalpingography. (B)(6) 2017 : CT - abdomen and pelvis : findings: medullary pyramids suggesting nephrocalcinosis without obstructing renal calculi. Both ureters are decompressed. Previous essure procedure with bilateral microtubal implants in the pelvis. Impression: increased density bilateral renal medullary pyramids re-demonstrated suggesting nephrocaicinosis. (B)(6) 2017 : ultrasound pelvis : impression: small nabothian cysts. Small complex cyst left ovary measuring 2.1 cm. (B)(6) 2017 : surgical pathology report : diagnosis: uterus with cervix, bilateral fallopian tulles and bilateral essure device, hysterectomy: adenomyosis. Late secretory-type endometrium without hyperplasia. Nabothian cyst and minimal patchy chronic cervicitis. Bilateral fallopian tubes with small paratubal cysts. Medical device essure coils in place in fallopian tubes (gross only diagnosis). Negative for malignancy. Clinical information: pain, bleeding fibroids gross description: labeled ¿cervix, uterus, bilateral fallopian tubes, bilateral essure device is a 137 gram, 9.5 x 6.5 x 3.5 cm uterus with attached bilateral fallopian tubes. The right and left pink purple, fimbriated fallopian tubes are 6.6 x 0.7 cm and 8.2 x 0.6 cm, respectively a 0.5 cm thin walled, serous, fluid filled cyst is at tile fimbriated ends of the right tube and two thin walled. Serous, fluid-filled cysts are at the fimbriated end of the left tube (0.3 and 0.5 cm.) A 2.2 x 0.2 cm segment of essure coil is in the right fallopian tube lumen, extending to the right cornu. A 2.2 x 0.1 cm essure coil is in the proximal end of the left fallopian lube and extends to the left cornu. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming menorrhagia,fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs received: removal date updated and new event ovarian cyst added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: (constant /severe pelvic pain/ pelvic pain has worsened)"), uterine haemorrhage ("abnormal uterine bleeding"), cervix carcinoma ("tumor / teratoma / cancer type: cervical") and haemorrhagic anaemia ("blood or heart disorder/condition type: anemia") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (24jan2003, 04jan2008,15jun2009), miscarriage in 2001, c-section in 2003, premature delivery and jaundice. Previously administered products included for prevent pregnancy: depo provera and ortho tri -cyclen; for an unreported indication: blood transfusion.past adverse reactions to the above products included pregnancy with depo provera and ortho tri -cyclen. Concurrent conditions included body mass index normal, anesthesia, genital labial abscess, genital bleeding, uterine fibroid, vulvovaginal human papilloma virus infection, uterine enlargement and allergic reaction to analgesics (nausea and vomiting). Family history included diabetes (father), blood pressure high (father, mother), gastrointestinal disorder nos (mother), asthma (sons) and bronchitis (sons). Concomitant products included cyclobenzaprine since 15-sep-2017 for back muscle spasms, medroxyprogesterone (depo provera) for birth control and bleeding genital, cilest (sprintec) for genital bleeding, aciclovir (acyclovir [aciclovir]) since 14-apr-2014 for genital herpes as well as colecalciferol (vitamin d) since 2016, contraceptives nos since 2009, folic acid since 2002, ibuprofen, iron since 2017, paracetamol (acetaminophen) since 2017, paracetamol (tylenol), ranitidine and salbutamol (albuterol). On 18-sep-2009, the patient had essure inserted. In 2009, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("(constant/severe right lower quadrant abdominal pain)") and back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma and haemorrhagic anaemia (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) uti"), cystitis ("infection (bladder/urinary tract/vaginal) bladder"), vaginal infection ("infection (bladder/urinary tract/vaginal) vaginal") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ prevented sexual intercourse"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive, system condition type: gerd"), constipation ("constipation") and complication of device insertion ("you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on 4-aug-2017. At the time of the report, the pelvic pain, urinary tract infection, cystitis and vaginal infection had resolved, the uterine haemorrhage, cervix carcinoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dyspareunia, abdominal pain lower, back pain, gastrooesophageal reflux disease, constipation and complication of device insertion outcome was unknown, the haemorrhagic anaemia had not resolved and the fatigue was resolving. The reporter considered abdominal pain lower, back pain, cervix carcinoma, complication of device insertion, constipation, cystitis, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition.current weight: 104 lbs.she did not allege that essure caused birth defects.mr- essure is deployed and nine coils are seen in the cavity diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 19.3 kg/sqm. On 11-feb-2010 : hysterosalpingogram : satisfactory placement of both essure coils and full occlusion of both tubes.11-feb-2010 : hysterosalpingogram : bilateral tubal ligation with no leakage of contrast through the fallopian tubes during hysterosalpingography.16-jan-2017 : CT - abdomen and pelvis : findings: medullary pyramids suggesting nephrocalcinosis without obstructing renal calculi. Both ureters are decompressed. Previous essure procedure with bilateral microtubal implants in the pelvis.impression: increased density bilateral renal medullary pyramids re-demonstrated suggesting nephrocaicinosis.3-apr-2017 : ultrasound pelvis : impression: small nabothian cysts. Small complex cyst left ovary measuring 2.1 cm.14-aug-2017 : surgical pathology report : diagnosis: uterus with cervix, bilateral fallopian tulles and bilateral essure device, hysterectomy:¿ adenomyosis.¿ late secretory-type endometrium without hyperplasia.¿ nabothian cyst and minimal patchy chronic cervicitis.¿ bilateral fallopian tubes with small paratubal cysts.¿ medical device essure coils in place in fallopian tubes (gross only diagnosis).¿ negative for malignancy.clinical information: pain, bleeding fibroidsgross description: labeled ¿cervix, uterus, bilateral fallopian tubes, bilateral essure device is a 137 gram, 9.5 x 6.5 x 3.5 cm uterus with attached bilateral fallopian tubes. The right and left pink purple, fimbriated fallopian tubes are 6.6 x 0.7 cm and 8.2 x 0.6 cm, respectively a 0.5 cm thin walled, serous, fluid filled cyst is at tile fimbriated ends of the right tube and two thin walled. Serous, fluid-filled cysts are at the fimbriated end of the left tube (0.3 and 0.5 cm.) A 2.2 x 0.2 cm segment of essure coil is in the right fallopian tube lumen, extending to the right cornu. A 2.2 x 0.1 cm essure coil is in the proximal end of the left fallopian lube and extends to the left cornu. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming menorrhagia,fatigue, pelvic pain. Most recent follow-up information incorporated above includes:on 12-feb-2018: events - "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal uterine bleeding, infection (bladder/urinary tract/vaginal) uti, infection (bladder/urinary tract/vaginal) bladder, infection (bladder/urinary tract/vaginal) vaginal, apareunia (inability to have sexual intercourse)/ prevented sexual intercourse, blood or heart disorder/condition type: anemia, nausea, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: cervical, pain: (constant /severe pelvic pain/ pelvic pain has worsened), (constant/severe right lower quadrant abdominal pain), back pain, fatigue, gastrointestinal or digestive, system condition type: gerd, constipation, you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes", reporter, historical condition added from pfs. Historical and concomittant condiiton, lab data added from medical record.incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.